Event description:
The user facility reported that a fiber leak occurred at the beginning of a dialysis treatment session. The facility reported that they tried two more dialyzers from the same lot and found similar fiber leakage. No blood loss resulted from any of these occurrences. The involved dialyzers were changed out and treatment was completed without incident using a dialyzer from a different lot.